Manufacturer narrative:
Litigation received. Litigation alleges pain and elevated metal ion levels. Examination of the reported devices was not possible as they were not returned. Several other reports found against the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the liner. A search of the complaints databases and/or a review of device history records was not possible against the femoral head as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records for the femoral stem finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: litigation received. Litigation alleges pain and elevated metal ion levels. Update 6/2/16-pfs and medical records received. Pfs also alleges metallosis and pseudotumor. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, osteolysis, and elevated metal ions (no labs). There was no mention of a pseudotumor. The lot number for the femoral head is being updated. The complaint was updated on:6/15/2016 update 7/1/16- pfs and medical records received. After review of the pfs and medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:07/20/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Pfs and medical records received. Pfs also alleges metallosis and pseudotumor. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, osteolysis, and elevated metal ions (no labs). There was no mention of a pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received. Litigation alleges pain and elevated metal ion levels.

Event description:
Pfs and medical records received. There is no new allegations. After review of medical records for MDR reportability, revision notes reported of some trunnion, great deal of hypertrophic synovium, heterotopic bone formation and great deal of scar tissue. There is still no laboratory results for metal ions.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Added: UDI.

Event description:
In addition to what were previously alleged, ppf alleges metal wear.